Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter adapter. The customer reports, a patient reported to baxter that his/her transfer set separated from the plastic catheter adapter. The transfer set has been used since (B)(6) 2010. The patient required a course of prophylactic antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.